Event description:
Add'l info rec'd from MFR 3/5/04: info was not available from the initial reporter.

Event description:
Pt arrived in ER in extreme respiratory distress. During treatment they coughed up two large pieces of dissolvable hemostat that had been placed and sutured with dissolvable sutures two days prior. The sutures had dissolved prior to the hemostat material causing the hemostat material to dislodge into airway/throat.